Event description:
The patient presented to the ER after receiving hv therapies. The device was intermittently double counting the qrs causing inappropriate therapy. X-ray revealed that the lead had pulled back. Low sensing and varying capture thresholds were also noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.